Event description:
On 25mar2026, we received additional information from plexus regarding a bipap a40 device that had been returned to the third-party service center for evaluation. Upon inspection, the device showed no signs of foam degradation. Additionally, there is no evidence to suggest that the device malfunctioned in a manner that could lead to death or serious injury if the issue were to recur. As a result, this complaint does not need to be reported to any regulatory agencies.

Manufacturer narrative:
This report is being submitted to include additional information about the event or issue previously reported. On 25mar2026, we received additional information from plexus regarding a bipap a40 device that had been returned to the third-party service center for evaluation. Upon inspection, the device showed no signs of foam degradation. Additionally, there is no evidence to suggest that the device malfunctioned in a manner that could lead to death or serious injury if the issue were to recur. As a result, this complaint does not need to be reported to any regulatory agencies.

Manufacturer narrative:
The affected products with field complaints alleging pe-pur foam degradation have undergone the establishment of complaint codes specifically identifying foam degradation, for the a series. A field correction action(2021-05-a) was initiated, and medical device recall letters were issued. A field action was initiated to replace pe-pur foam in affected products; degradation was added to the respective dfmeas and the risk management file¿ ER 2205399 v27 (merlin risk matrix) was updated to include hazards associated with foam degradation based on complaints analyzed through various health hazard evaluations (hhes). Risk tags ¿ mduri001, mdtox002 reflected the safety risk assessment of design containing the affected pe-pur foam. These complaints were monitored and trended in accordance with the complaint trending procedures. If the complaints were determined to meet the criteria for escalation, they were escalated for risk assessment through the post market clinical escalation process. As of the date of submission for this report, there is no indication that complaints for the failure in question have led to unacceptable levels of severity or probabilities of harm, and therefore no further action will be pursued.

Event description:
A bipap a40 device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. There is no allegation of serious or permanent harm or injury. The device was not in use on a patient at the time of the occurrence. During the evaluation of the device, the service technician observed visible foam particles inside the assembly. Additionally, the service technician noted a missing accessory port cover, and the device data identified unrelated error codes. These error codes were consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that the error codes contributed to or caused the reported event. The device will be scrapped at the customer's request; therefore, no additional repair information was provided.